Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The pneumothorax was detected via chest x ray after the procedure. The pneumothorax resolved overtime from the chest tube placement. The target nodule was in the left lower lobe, lateral segment. Instruments used during the procedure included a 21g flexision biopsy needle, cytology brush, bronchoalveolar lavage, and a compatible forceps. Staging using ultrasound bronchoscopy (ebus) was also performed and imaging was performed by c-arm fluoroscopy. The patient was diagnosed with malignant adenocarcinoma. The physician believe that the pneumothorax would have likely occurred via another modality due to the target nodule was abutting the pleura. There was no device malfunction associated with the event. The patient has been discharged home and in stable condition.